Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. The stent was returned separated from the sds on a product mandrel and partly covered by a stent protector. The od (outer diameter) of the mandrel was measured. The ID (inner diameter) of the stent protector was measured and was within specifications. The stent was damaged and stretched for the entire length. The maximum stent profile was measurement was within specifications. The balloon body was reviewed and there were no issues to note. There was a hardened white medium present in the balloon. The balloon appeared as if positive pressure had been applied and a vacuum pulled. A visual and tactile examination of the device revealed multiple hypotube kink. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing data for this device was reviewed and there were no issues to note. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent came off the balloon prematurely outside the patient's body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent came off the balloon prematurely outside the patient's body. No patient complications were reported.